Event description:
It was reported that the user dropped the ilet and the display screen shattered, rendering the device unusable; the reported issue aligns with a mechanical damage event affecting the device enclosure/display. Symptoms included no reported adverse physiological effects, and there were no alerts or alarms. Outcomes included no medical intervention, no hospitalization, and interruption of device use with a replacement device arranged. Investigation included a review of the event details and complaint history, and an assessment based on user report. Investigation of this case revealed physical damage to the screen consistent with an external impact. It was concluded that the event was user-induced damage due to accidental drop, with no device malfunction identified.